Manufacturer narrative:
The pump monitored in 50c oven for 2 days and had no blank display noted. The pump had high idle current due to moisture damage on electronics. The pump had scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the pump reinitiated alone without action. It was reported that the battery had low life. No further information provided.